Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient stated that there are no other bluetooth devices, and only had one application running in the background besides the g5 application; g5 application and patient's mother's follow application share the same email address. The patient's g5 application email address was changed. The dexcom representative advised patient's mother to un-install and reinstall the g5 application, then re-pair with the transmitter which was unsuccessful. No additional patient or event information is available.